Event description:
A report was received that the patients scs was painful and was no longer working. The patient will undergo an explant procedure. Additional information was received that no further course of action will be taken at this time. Additional information was received that the patient underwent an explant procedure due to lack of coverage. All explanted components and were not returned.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients scs was painful and was no longer working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-4318 lot#: 20056526 description: clik x anchor.

Event description:
A report was received that the patients scs was painful and was no longer working. The patient will undergo an explant procedure.